Manufacturer narrative:
Product event summary: the delivery system was returned and analyzed, bubbles are visible in device cup at distal end while flushing. There was a mechanical issue with the shaft of the delivery system. The analyst noted that there is fluid flow out the back of the handle (tether button is locked), and at two locations inside the handle. The shaft is wavy, but not kinked at aprox. 9 and 18cm(from the distal end). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt of the leadless implantable pulse generator (ipg) device, it was not possible to get the catheter free of bubbles despite intensive and long flushing. The tether was opened and closed several times with no affect. Another device was implanted instead. No patient complications have been reported as a result of this event. Subsequently, the delivery system tested out of specification during the manufacturer¿s analysis.